Event description:
Philips received a complaint by the customer on the v60 indicating that "check vent alarm: backup speaker failed" error code had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed error code "check vent alarm: backup speaker failed" had occurred. The fse replaced the power management (pm) board per field change order (fco). The fse replaced the pm board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.